Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). No charge oob / repair (B)(4). After investigation, the device module run time was created by company employees. This device meets the criteria per (B)(4) out-of-box failure processing document # (B)(4) for restocking back to finished goods warehouse. (B)(4). Investigation summary: reported fails tamper switch during the device check in was confirmed. The tamper switch assembly was failed to respond during the keypad testing. The pcu was also failed to access the maintenance mode manually due to the tamper switch is working. Failure investigation isolated the cause of failure to the tamper switch connectorj2 pin 1. J2 pin was dislodged. The tamper switch passed the keypad testing once it re-inserted and locking properly. Conclusion: failure investigation isolated the cause of failure to the tamper switch connectorj2 pin 1. J2 pin was dislodged. The tamper switch passed the keypad testing once it re-inserted and locking properly. Rework: 1. Re-inserted tamper switch j2 pin 1. 2. Recommend installing handle. Disposition route to service for normal process.